Event description:
It was reported that when a patient presented in clinic for a normal follow-up, a single beat inhibition was observed via egm. Further review of the egm indicated myopotential oversensing on the ventricular channel. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.